Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine in-clinic follow up. Upon device interrogation multiple episodes of ventricular lead noise were noted. Sensing noise was reproducible with isometric exercise. Programming interventions were made. The patient was stable prior to, during, and following the interrogation.